Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during general surgery. The procedure was completed as scheduled on another system. It was reported to philips that the footswitch was not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the wired footswitch was damaged when the patient support (table) was lowered onto it during a clinical procedure, which resulted in activation of collision safety mechanisms and prevented normal system operation. To resolve the issue, the fse replaced the damaged wired footswitch. The failed component was sent for analysis, for footswitch failure was observed and the failure was found to be paint damage was observed, the anti-slip component was missing, and the bracket was loose. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch was not working. The patient was moved to another system. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.